Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device met all material specifications as received. Device history record review revealed nothing relevant to this event. Complaint was confirmed, the device has a buckled needle strip and broken needle point. The broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The scrape marks on the top and bottom of the distal end of the nitinol point are elevated, indicating the needle was fired excessively. The instrument used in conjunction with the needle was not returned or identified. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair on (B)(6) 2016, the ar-13995n, multifire scorpion needle was passed through the rotator cuff starting anteriorly and working posteriorly. It was noted on the op report that the patient's rotator cuff tissue was quite thick and almost had a feeling of being a little calcified, especially of the rotator cable. A very small tip of the ar-13995n broke off in the muscle. This occurred on the second pass of the scorpion through the fibertape. The piece was not retrieved. No x-ray was taken. Risk manager reports that the op reports surgeon notes state: "we did attempt to find it, but ultimately it was felt that to fully retrieve it would have created more damage than good and it was left in that position and reported." The surgeon used another ar-13995n to complete the case.